Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and replaced the dcps. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that there was a startup failure and the dcps was defective. The fse replaced the defective dcps. After the replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.